Manufacturer narrative:
(B)(4). Unit received with cracked/detached end cap. Unable to perform self-test and displacement test due to cracked/detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the backside of the insulin pump had cracks. Customer stated there was no physical damage to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.